Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID 200 laser fiber was returned broken with a kink. The piece measured approximately 314.6 cm from top of the connector to the tip. The fiber included a kink approximately 261.6 cm from the top of the connector. Exposed glass portion of the tip measured approximately 3 mm and was fractured. The fiber tip was fractured with a portion detached. The remainder of the distal tip was not returned. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 6, 2020 that a flexiva ID 200 laser fiber was used in a left ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2020. The laser unit used was a lumenis 30 watt laser console. According to the complainant, during the procedure, the laser fiber was plugged in but it did not work. A second of the same device was used and the same issue occurred. The procedure was completed with the third flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken and tip detached.